Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose reading and needed assistance in priming her insulin pump. Customer's blood glucose was 37 mg/dl. Customer stated that the insulin icon shows that it is full but it is not full. Customer stated that she wants to fix this and prime. Customer stated that the reservoir icon is now fine. Customer declined troubleshooting for low blood glucose. Customer stated that the reason she has low blood glucose is because she gave herself insulin and forgot to eat. Customer did not seek medical attention since her son was there and knows first aid. Customer stated that he gave her food and she was fine.